Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The peritonitis was manifested by abdominal pain, cloudy effluent, and constipation. The cause of the peritonitis event was reported to be due to the patient not cleaning the shower head; however, baxter labeling does not state that a patient must clean their shower head prior to use. The patient was not hospitalized for the event. On the same day, the patient was treated with vancomycin for peritonitis. At the time of this report, the patient was recovered from the peritonitis event. The patient was retrained on proper aseptic technique. Pd therapy was ongoing. Additional information was not available. This is report 1 of 4 involved in this event.